Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with insufficient maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas integra 400 plus. The sample initially resulted in a na value of 134.3 mmol/l. The sample was repeated twice, resulting in values of 140.7 mmol/l and 139.4 mmol/l. The 140.7 mmol/l value was reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number was 31242647, with an expiration date of 04-apr-2025. The field service engineer checked the analyzer ductwork. A hose from the ise tower and a probe were replaced. The washing time was adjusted. Calibrations and checks were within parameters. No further issues were reported after these actions. The investigation is ongoing.